Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up # 1 07/03/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: the keypad was found to be fully intact without peeling or visible damage. The up and down arrow keypad buttons had intermittent response and required excessive force to evoke a response when pressed. The other keypad buttons were appropriately responsive and had normal spring back or click. The keypad was removed for investigation and revealed visible contamination under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.